Event description:
During the patient's procedure they were planned to have a stent put in place into their heart artery. When the stent was taken out of its packaging the scrub tech noticed right away that the stent was dislodged from the shaft of the stent catheter and was stuck and unraveled on the inner stylet of the stent catheter. The incident did not reach the patient as it was caught in time.